Event description:
On (B)(6) 2013, it was reported that a physician¿s handheld device (hhd) was frozen at an unknown screen. Troubleshooting was performed: the hhd was unplugged from the wall, the device battery was intentionally depleted, the hhd was reset, and the handheld was used with other wands. The hhd did not work with other wands. (When a new handheld was used with the same wands, the issue did not occur.) It was presumed that the device froze on the interrogation screen. Additional troubleshooting was performed: the device battery was depleted, the device was recharged and reset, and all connections were confirmed. The device did not freeze after this was performed. The event occurred with multiple screens. The device is not expected for return.